Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate, intermittent pump notifications to change cartridge occurred, and pump was not delivering insulin properly. There was no reported impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.